Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump had scratches on the display screen, and they are having issues reading the display. Customer's blood glucose level at the time 151mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.